Manufacturer narrative:
The device was not returned for evaluation, as it was discarded. The reported event occurred in the patient post procedure and its cause was unknown. Hemorrhage is a known inherent risk of mechanical thrombectomy procedure and is documented in the device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The event could not be confirmed, as the cause of the event could not be definitively determined. MDR related to this event: 2029214-2016-00761, 2029214-2016-00762.

Event description:
Medtronic received information through clinical data review. The patient was reported to have experienced a hemorrhage and the presence of neurological deterioration at 24 hours +/- 8 hours post procedure. CT scan at 24 hours post treatment revealed the left temporal lobe acute intracerebral hemorrhage measuring 15x31x20 mm. There was acute left parietal lobe subarachnoid hemorrhage. There was also some restricted diffusion in the left parietal lobe that appears to extend beyond the intraparenchymal hemorrhage and is more concerning for acute infarction, especially in the watershed territory the patient was reported to have a severe left middle cerebral artery (mca) stroke and with hemorrhagic conversion and reocclusion of the left mca 2 days post initial stroke. The patient baseline nih stroke scale was 8 and then changed to 16, therefore, mechanical thrombectomy was performed and partial dose of tpa was give. Fluoroscopic images revealed the anterior communicating artery (acom) was not visualized or the posterior communicating artery (pcom). There was a left superior m2 thrombus. A mechanical thrombectomy device was delivered into the left superior m2. Partial recanalization was achieved with tici of 2a. The superior m2 was the selected and the device was redeployed and retrieved. Completely re-canalization the vessel was achieved with tici of 3. There were no procedure complication and the patient was transferred in a stable condition. The stroke was reported to have been cardioembolic, as the patient was noted to have a-fib. Seven days post treatment nihss was 22 and mrs was 5. At discharge nihss was 22 and mrs was 5. On (B)(6) 2015 the nihss was 28. The patient was reported to have passed a little over one month after the 1st stroke ((B)(6) 2015).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.